Manufacturer narrative:
Details of complaint: the sleep, eeg, evs manager reported that they noticed high values and went to check on the patient. They then decided to check other cables and found that this tg-970p, co2 sensor kit, was giving inaccurate readings. No harm or injury was reported. Investigation summary: the customer did not provide the appropriate additional device information as requested. Nihon kohden (nk) was able to confirm the reported complaint, based on the reported information. A definitive root cause of the reported issue cannot be determined, as the issue is user dependent. However, it is possible during the installation process at the facility, the cable was damaged due to mishandling. Nk resolved the issue by providing a replacement cable, as requested.

Event description:
The sleep, eeg, evs manager reported that they noticed high values and went to check on the patient. They then decided to check other cables and found that this tg-970p, co2 sensor kit, was giving inaccurate readings. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The sleep, eeg, evs manager reported that they noticed the high values and went to check on the patient. They then decided to check other cables and found that this tg-970p, co2 sensor kit, was giving inaccurate reading. No patient harm was reported.